Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was returned to olympus for evaluation where service confirmed the customer's complaint. During the evaluation, the phenomenon of a ruptured balloon was not found. The balloon was physically inspected, and no cuts, holes or ruptures were found. Water was later introduced to fill the balloon. While filled with water, zero leaks occurred, and no ruptures were found. The complaint cannot be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
A user facility reported that during a procedure, the balloon ruptured. The balloon could not be removed from the scope so the scope had to be reintroduced with another balloon. There was no patient injury or adverse event reported to olympus.